Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). Complaint conclusion: it was reported that the deployer felt heavy resistance inserting a 5f mynxgrip vascular closure device (vcd) into a 5f procedural sheath. There was no reported patient injury. The product is available for return. There were no damages or anomalies noted when the vcd was removed from the package. The vcd prepped normally (i.e. Maintain negative pressure). The access site was located in the common femoral. The deployer is certified on the mynx devices. The vcd was prepped according to the instructions for use (IFU). There was resistance/friction experienced as the vcd was advanced through the sheath. The patient was not morbidly obese. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the advancer tube engage the proximal tamp lock. The procedural sheath was not returned with the device. No anomalies were observed. A review of lot f1700302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported as ¿heavy resistance during insertion into a sheath¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. As per the instructions for use, ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the deployer felt heavy resistance inserting a 5f mynxgrip vascular closure device (vcd) into a 5f procedural sheath. There was no reported patient injury. The product is available for return. There were no damages or anomalies noted when the vcd was removed from the package. The vcd prepped normally (i.e. Maintain negative pressure). The access site was located in the common femoral. The deployer is certified on the mynx devices. The vcd was prepped according to the instructions for use (IFU). There was resistance/friction experienced as the vcd was advanced through the sheath. The patient was not morbidly obese.